Event description:
It was reported that pump screen did not light up or required several attempts to light up when quick bolus/wake button was pressed, and caller described button as extremely difficult to press. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed caller on correct button pressing technique and removal of pump from case, then arranged replacement pump shipment, advised caller to continue using current pump and use alternate insulin method if needed.